Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ location of device: unknown") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included amenorrhea and human papilloma virus infection. Concomitant products included paracetamol (acetaminophen) for back pain and stomach pain as well as ethinylestradiol;levonorgestrel (nordette), hydrocodone bitartrate;paracetamol (vicodin) from 2011 to 2015 and oxycodone hydrochloride;paracetamol (percocet) from 2011 to 2015. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced depression ("depression/ psychological or psychiactric problems- condition- depression") and anxiety ("mental anguish/ psychological or psychiactric problems- condition- mntal anguish"), 9 days after insertion of essure. On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, menstrual disorder ("menstrual bleeding") and vaginal haematoma ("vagina cuff hematoma."). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed in july 2013. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dyspareunia, dysmenorrhoea and vaginal haematoma outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain upper, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, vaginal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had taken leave on (B)(6)2015 to (B)(6)2015 for bleeding, (B)(6)2015(discrepancy noted from previous follow up). Discrepant information mentioned in current pfs (B)(6) 2019: have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Events added: dysmenorrhea (cramping), vagina cuff hematoma. Historical drug, concomitant drug and concomitant disease were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included paracetamol (acetaminophen) for back pain and stomach pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 9 days after insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), back pain, stomach pain,did not undergo confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ location of device: unknown") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included estrogen for amenorrhea. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included amenorrhea and human papilloma virus infection. Concomitant products included paracetamol (acetaminophen) for back pain and stomach pain as well as ethinylestradiol;levonorgestrel (levonorgestrel and ethinyl estradiol) from (B)(6) 2013 to (B)(6) 2014, ethinylestradiol;levonorgestrel (nordette), hydrocodone bitartrate;paracetamol (vicodin) from 2011 to 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011 and oxycodone hydrochloride;paracetamol (percocet) from 2011 to 2015. From (B)(6) 2011, the patient received estrogen at an unspecified dose and frequency. On 23-feb-2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression/ psychological or psychiactric problems- condition- depression") and anxiety ("mental anguish/ psychological or psychiactric problems- condition- mntal anguish"), 9 days after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, menstrual disorder ("menstrual bleeding") and vaginal haematoma ("vagina cuff hematoma."). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, female sexual dysfunction, depression, anxiety, dyspareunia, dysmenorrhoea and vaginal haematoma outcome was unknown and the menorrhagia, menstrual disorder, vaginal haemorrhage and abdominal pain upper had resolved. The reporter considered abdominal pain upper, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, vaginal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had taken leave on (B)(6) 2015 to (B)(6) 2015 for bleeding, (B)(6) 2015(discrepancy noted from previous follow up). Discrepant information mentioned in current pfs ((B)(6) 2019): have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Iud stings grasped and iud removed . Pt tolerated well. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received : outcome of events, "bleeding" was changed to "recovered/resolved". Date of removal was updated. Concomitant medications and conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.